Event description:
Primary stability and osseointegration achieved. At time of surgery periodontal disease. Peri-implantitis caused loss of bone and implant. Another implant in regio 15 is still in place.